Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 589 mg/dl. Customer¿s other blood glucose levels were almost 600 mg/dl, 165 mg/dl and low 200 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer does not allege insulin pump for under delivering. The insulin pump passed the self test. The insulin pump will not be returned for analysis.